Event description:
Related manufacturer reference numbers: 2017865-2024-60537. It was reported that the patient in clinic for generator changeout procedure. During procedure, it was found that the implantable cardioverter defibrillator (ICD) was upside down. It was unknown whether it was implanted that way initially or it had migrated. The ICD was explanted and replaced. Upon connection of the right ventricular (rv) lead, it was found that the rv lead exhibited high out-of-range pacing impedance, lack of slack and the insulation was budging. It was also noted that the rv lead was not functioning properly, but it was unspecified how. Programming changes were made to complete the procedure. During revision procedure on the following day, (B)(6) 2024, it was found that the rv lead was mistakenly inserted into the wrong port of the header. The rv lead was inserted back into the corresponding port and the procedure was completed with no electrical anomalies. Patient condition was stable throughout.